Event description:
On (B)(6) 2015, arjohuntleigh has become aware about the incident described as following: on (B)(6) 2015, the patient was sitting in the wheelchair but wanted to go to the bed. The caregivers attached the 4 clips of the sling (which was still behind the patient) to the lift (maxi move). While started lifting the patient from his wheelchair, the caregivers noticed that the patient's lower back remained stuck in the wheelchair. Barely a second later the wheelchair with the patient in it flung backwards, resulting in the patient hitting his head on the ground, before the caregivers could react. As a consequence the patient received a head wound which required stitches. On (B)(6) 2015, the arjohealth field service technician (fst) visited the customer concerning this incident. He talked to the head nurse ((B)(6)), which confirmed that the lift did not tilt/fall down. According to her, the wheelchair was too narrow, being too tight around the patients hips, when seated, resulting in the wheel chair being lifted too, while the patient lift is used. It is her opinion, and her interpretation of the letter describing the event, that the maxi move lift did not tilt/fall, but only the wheelchair fell (with the patient in it), due to wrong use and using a too narrow wheel chair. A wider model of wheel chair has been ordered now for the patient involved. Finally, the fst confirmed that the maxi move lift was technically in order, besides a protective housing which was broken. The housing has been ordered. It was indicated that until this part is replaced, the lift will not be used.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh (registration#3007420694) on behalf of the importer (B)(4)). Additional information will be provided following the conclusion of the investigation. (B)(4).